Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a hypoglycemic event occurred during sensor warm-up. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. Sensor warm-up was started, the patient laid down and fell asleep. It was presumed the patient was unresponsive as she woke to paramedics and police in her room. It was not confirmed who called emergency medical services. The patient¿s bg was 1.7 mmol/l and she was treated with IV glucose. The patient ingested milk and cheese post event. The patient declined transportation to the hospital. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.